Manufacturer narrative:
Reader (B)(6)has been returned and investigated. Visual inspection has been performed on the reader and damaged usb port was observed. Due to the damaged usb port the reader was not able to be charged and so the reader did not power on. The reader was further de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use due to damaged usb port. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result experienced indifferent breathing. The customer was unable to self-treat, requiring treatment with unspecified sugary drink provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device reader. Customer was unable to test due to the reader not powering on with button press or test strip insertion and as a result experienced indifferent breathing. The customer was unable to self-treat, requiring treatment with unspecified sugary drink provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.